Event description:
A customer observed negatively biased vitros phyt and phbr quality control fluid results analyzed in 2008 on a vitros 5,1 fs analyzer. No pt results were reported during the time of the event. There was no allegation of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event is unable to conclude a definite root cause. The most likely root cause was determined to be a calibration related issue because re-calibration with freshly prepared calibrators resolved the issue. Other equipment in the laboratory using the same reagent lots, but different calibrations did not exhibit similar bias's.